Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed 16mmx4.0mm target lesion was located in the moderately tortuous and mildly calcified right coronary artery (rca). A 4.00x16mm promus element¿ plus stent was advanced to treat the lesion. However, it was noted that the stent struts were lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a promus element plus,mr,ous 4.00x16mm stent delivery system was returned for analysis with a dislodged stent. A visual and microscopic examination of the crimped stent found distal stent damage. The most distal stent strut was damaged and lifted from the stent profile. The undamaged section of the crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube profile found no issues. A visual and tactile examination of the shaft polymer extrusion profile revealed no issues. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination of the tip profile revealed no issues. No other issues were identified during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed 16mmx4.0mm target lesion was located in the moderately tortuous and mildly calcified right coronary artery (rca). A 4.00x16mm promus element¿ plus stent was advanced to treat the lesion. However, it was noted that the stent struts were lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.